Event description:
A gradual decline in the benefit provided by the device has been observed. The user reports pain, intermittence, and clicking sounds in the implant. A new CT scan has been requested by the ent team.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Further scans and information has been requested.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a gradual decline in hearing benefit. In situ measurements show the device working within specification. Further due to an imaging artefact a coupling issue of the floating mass transducer can neither be confirmed nor excluded. With the currently available information an exact root cause for the decline in hearing cannot be determined. Further information has been requested.

Event description:
The user's hearing performance with the device is affected. It is reported that there is likely a coupling issue. Clinical support advised to repeat direct stimulation of the implant. A coupling revision may be necessary.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a gradual decline in hearing benefit, which is likely related to a migration of the floating mass transducer from its intended position. In situ measurements show the device working within specification. Further proceedings are currently unknown.